Event description:
In 2008, a pt was implanted with a gore tag thoracic endoprosthesis. The device deployed in the descending thoracic arch. The intention was to cover the left subclavian, but the device migrated proximally. The flares on the device partially covered the left common carotid. The physician decided not to stent the left common carotid because blood flow was evident, and the aneurysm was sealed accordingly.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.